Event description:
Complaint received for one d1000, report states, "the cap was defective. When disconnecting the catheter, blood flow occurred when the cap was tightly screwed on." No adverse patient consequences were reported. Product was returned for evaluation. It was determined that the device involved was not an ICU medical manufactured or distributed device.

Event description:
Complaint received for one d1000, report states, "the cap was defective. When disconnecting the catheter, blood flow occurred when the cap was tightly screwed on." No adverse patient consequences were reported.